Manufacturer narrative:
A visual examination under magnification was performed on the distal half of the plate. The visual inspection showed that the fracture site was across the fourth slot from the distal end of the plate which is approximately the middle of the plate. The plate had some slight scratches on the top surface and sides of the plate near the third distal slot. At the broken edge of the plate there was some discoloration in the slot indicating the screw head or thread that was used as a lag screw deformed the plate slightly. This deformation was the initiation site where the fatigue cracking started. The edge of the plate near there was worn smooth indicating that the plate rubbed against the other edge of the plate or screw until a single overload event caused the rest of the plate to fracture, this was signified by the remainder of the broken surface being rough in texture. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional MDR's associated with this event: 3025141-2015-00080: screws.

Event description:
A long olecranon plate was implanted on (B)(6) 2015. The plate broke postoperatively and was explanted on (B)(6) 2015.